Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the patient complained of arm discomfort during PICC outpatient maintenance, and after extubation, the catheter was found to have dehiscence at 5.5 cm in the body. The patient needs to be re-catheterized. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photograph and video showed a damaged catheter. As the catheter was flushed, a leak could be seen in the catheter tubing. A split in the catheter tubing could be seen in the returned video and photograph. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer the patient complained of arm discomfort during PICC outpatient maintenance, and after extubation, the catheter was found to have dehiscence at 5.5 cm in the body. The patient needs to be re-catheterized. No other information was provided.